Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their device since 2001 and knew to get their settings checked post MRI. They had the device checked the day prior to the report, and they were unable to change the performance setting from 2.0 to 1.0. It was noted that multiple attempts to change the device did not work.